Event description:
It was reported that the screen of this programmer became unresponsive during testing at the distributors office. A distributors representative updated the product to the latest software version, but this did not resolve the screen freezing observation. There was no health care facility or patient involved. The programmer will be returned to boston scientific for analysis, but at this time, remains at the distributor office. Additional information was received. The distributor is working with boston scientific in order to return the device for analysis. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on, and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer logfile. The programmer was disassembled, and broken traces were noted within the touchscreen, which resulted in the clinical observation of an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device, which is accounted for in risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior did not find any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Boston scientific's investigation determined that the cause of the touchscreen becoming unresponsive during use was most often due to the water detection feature within the programmer lcd touchscreen assembly. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. These inputs include a hardware issue involving the cable that connects the lcd screen to the touchscreen controller circuit board. A firmware update was released in november 2024 that disables the water detection feature, and this update is expected to reduce the potential for the touchscreen to become disabled or unresponsive due to a false-positive detection of this feature. Although it was determined that the water detection feature was the most common cause of an unresponsive touchscreen, boston scientific's investigation also identified additional potential causes independent of the water detection feature, including broken traces within the touchscreen, as well as a variety of unrelated root causes such as environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis. In this case, the root cause of the unresponsive touchscreen was determined to be the broken traces within the touchscreen. Follow up report 1 (correction): e2/e3. Initial reporter and g2. Report source fields were updated. The device has not been returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Manufacturer narrative:
The device has not been returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that the screen of this programmer became unresponsive during testing at the distributors office. A distributors representative updated the product to the latest software version, but this did not resolve the screen freezing observation. There was no health care facility or patient involved. The programmer will be returned to boston scientific for analysis, but at this time, remains at the distributor office.

Event description:
It was reported that the screen of this programmer became unresponsive. The boston scientific representative involved updated the product to the latest software version, but this did not resolve the screen freezing observation. There was no patient involvement, and the programmer will be returned for analysis.

Manufacturer narrative:
The device has not been returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmers liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.